Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right ventricular failure, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through patient outcome that the patient underwent an urgent heart transplant on (B)(6) 2015 due to right ventricular failure. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has an urgent transplant due to right ventricular failure and left ventricular assist device (lvad)/ right ventricular assist device (rvad).